Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts. Additional information was received that the patient was explanted due to inadequate pain relief. The explanted device was not returned.